Event description:
Patient reported complete return of pain in 2006 upon wakening. The implanted infusion pump was placed nine days earlier. The patient reported to continue to increase from 2-4-10mg, including boluses without any pain relief. Specific drug and dosing information programmed was not reported. The patient had an xray of the catheter and it appeared to "show no problems". Additional information has been requested from the patient's physician and a follow up report will be sent when new information is received.